Event description:
Additional information was received from the patient. The patient stated that their device was not working. Steps taken to resolve the issue will be a removal of the device, but it has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they would like to have the device removed. Patient stated they were talking to dr.  And they don't know if dr.  Will remove it. . Patient stated they don't even need the device so they don't know if dr.  Can remove it or if dr.  Is capable of removing it. Patient inquired if dr.  Is "listed on removal". Agent reviewed overview of physician listing. Patient stated they will follow up with dr.  To see if she can remove the device. Patient stated they want to have the device removed because they don't use the device but reported also at times it feels like some wires are loose because it gets painful. Patient reported it hurts sometimes when they move, when they lay, it sometimes can be irritating. When agent asked for event date, patient stated they can't tell you when they first started. The patient was redirected to their healthcare provider to further address the issue. Patient stated they were working with dr. Hall but stated dr. Hall is no longer practicing. Emailed patient physician listing per patient's request.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2hlps); product type: 0200-lead; implant date (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.